Event description:
It was reported that the large volume pump module was programmed to infuse propofol at the rate of 1mg/kg/hour on (B)(6) 2024 at 15:55 on an intubated patient. The 1000mg/100ml propofol infusion was intended to be infused at a rate of 8.68ml/hr with a volume to be infused of 74.1ml. Approximately 60 minutes later, the customer noticed the whole bottle of propofol had infused. Pump module had broken spring loaded button in the platen assembly. There was patient involvement but no harm. Per the customer's internal investigation: the platen assembly has a broken spring-loaded button pm procedure passed using the pump (even with the broken platen assembly) : calibration rate averages 12.14g (within range of 12.00g) and patient-side pressure also within range (9.43 psi). Testing using the tubing involved in the incident resulted in under-infusions: pm procedure averaged 11.38g (out of range of 12.00g +\-0.36g) and recreating the circumstances of the incident (8.6ml/hr, vtbi 80ml, duration 1hr) resulted in 7.68g infused. These tests were performed using distilled water. Pump also shows evidence of being dropped, which was not present during last preventative maintenance (earlier this year) a report was received from health canada's canada vigilance program which states, "coworker primed a bottle of propofol. I hung the bottle 1mg/kg/hour which equaled 8.6 mls/hour. Approx. 60 mins later went in the room to hang another med and noticed the whole bottle of propofol had infused. I stopped the pump called a coworker. We both looked at the setting to confirm correct setting. The pump was set at continuous infusion for propofol."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the large volume pump module was programmed to infuse propofol at the rate of 1mg/kg/hour on 20apr2024 at 15:55 on an intubated patient. The 1000mg/100ml propofol infusion was intended to be infused at a rate of 8.68ml/hr with a volume to be infused of 74.1ml. Approximately 60 minutes later, the customer noticed the whole bottle of propofol had infused. Pump module had broken spring loaded button in the platen assembly. There was patient involvement but no harm. Per the customer's internal investigation: the platen assembly has a broken spring-loaded button pm procedure passed using the pump (even with the broken platen assembly) : calibration rate averages 12.14g (within range of 12.00g) and patient-side pressure also within range (9.43 psi). Testing using the tubing involved in the incident resulted in under-infusions: pm procedure averaged 11.38g (out of range of 12.00g +\-0.36g) and recreating the circumstances of the incident (8.6ml/hr, vtbi 80ml, duration 1hr) resulted in 7.68g infused. These tests were performed using distilled water. Pump also shows evidence of being dropped, which was not present during last preventative maintenance (earlier this year) a report was received from health canada's canada vigilance program which states, "coworker primed a bottle of propofol. I hung the bottle 1mg/kg/hour which equaled 8.6 mls/hour. Approx. 60 mins later went in the room to hang another med and noticed the whole bottle of propofol had infused. I stopped the pump called a coworker. We both looked at the setting to confirm correct setting. The pump was set at continuous infusion for propofol." After an onsite visit, it was reported that when discussing the platen assembly button on the reported device, the biomed stated that they have seen an uptick of buttons missing on platens with approximately 10 platen failures this year, with missing/damaged buttons. Also another biomed stating that they had seen 1-3 platen issues in the past 3 years but doesn't recall them being missing buttons.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was programmed to infuse propofol at the rate of 1mg/kg/hour on (B)(6) 2024 at 15:55 on an intubated patient. The 1000mg/100ml propofol infusion was intended to be infused at a rate of 8.68ml/hr with a volume to be infused of 74.1ml. Approximately 60 minutes later, the customer noticed the whole bottle of propofol had infused. Pump module had broken spring loaded button in the platen assembly. There was patient involvement but no harm. Per the customer's internal investigation: the platen assembly has a broken spring-loaded button pm procedure passed using the pump (even with the broken platen assembly) : calibration rate averages 12.14g (within range of 12.00g) and patient-side pressure also within range (9.43 psi). Testing using the tubing involved in the incident resulted in under-infusions: pm procedure averaged 11.38g (out of range of 12.00g +\-0.36g) and recreating the circumstances of the incident (8.6ml/hr, vtbi 80ml, duration 1hr) resulted in 7.68g infused. These tests were performed using distilled water. Pump also shows evidence of being dropped, which was not present during last preventative maintenance (earlier this year) a report was received from health canada's canada vigilance program which states, "coworker primed a bottle of propofol. I hung the bottle 1mg/kg/hour which equaled 8.6 mls/hour. Approx. 60 mins later went in the room to hang another med and noticed the whole bottle of propofol had infused. I stopped the pump called a coworker. We both looked at the setting to confirm correct setting. The pump was set at continuous infusion for propofol."

Event description:
It was reported that the large volume pump module was programmed to infuse propofol at the rate of 1mg/kg/hour on (B)(6) 2024 at 15:55 on an intubated patient. The 1000mg/100ml propofol infusion was intended to be infused at a rate of 8.68ml/hr with a volume to be infused of 74.1ml. Approximately 60 minutes later, the customer noticed the whole bottle of propofol had infused. Pump module had broken spring loaded button in the platen assembly. There was patient involvement but no harm. Per the customer's internal investigation: the platen assembly has a broken spring-loaded button pm procedure passed using the pump (even with the broken platen assembly): calibration rate averages 12.14g (within range of 12.00g) and patient-side pressure also within range (9.43 psi). Testing using the tubing involved in the incident resulted in under-infusions: pm procedure averaged 11.38g (out of range of 12.00g +\-0.36g) and recreating the circumstances of the incident (8.6ml/hr, vtbi 80ml, duration 1hr) resulted in 7.68g infused. These tests were performed using distilled water. Pump also shows evidence of being dropped, which was not present during last preventative maintenance (earlier this year). A report was received from health canada's canada vigilance program which states, "coworker primed a bottle of propofol. I hung the bottle 1mg/kg/hour which equaled 8.6 mls/hour. Approx. 60 mins later went in the room to hang another med and noticed the whole bottle of propofol had infused. I stopped the pump called a coworker. We both looked at the setting to confirm correct setting. The pump was set at continuous infusion for propofol." After an onsite visit, it was reported that when discussing the platen assembly button on the reported device, the biomed stated that they have seen an uptick of buttons missing on platens with approximately 10 platen failures this year, with missing/damaged buttons. Also another biomed stating that they had seen 1-3 platen issues in the past 3 years but doesn't recall them being missing buttons. A report was received from health canada's canada vigilance program which states, "the platen buttons on the platen door of the pump module are repetitively falling off. This can create risk for free flow events. Bd has informed us that the rate of failure of this part is more than expected. 10+ events recorded. Platen buttons are falling off the platen door (p/n 148438-100) at an unexpectedly high rate, this has the potential to contribute to free flow events. 10+ reports of missing platen buttons have been reported internally.

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the report of over infusion of propofol infusion was not confirmed or replicated during the investigation. The returned device and logs were fully evaluated, and no anomalies were observed during laboratory testing. The platen upper button was observed to be broken with the spring exposed. The platen assembly spring buttons are designed to provide mitigations for sets misloads involving the upper fitment, associated with under infusion conditions. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow. The customer provided an event date of (B)(6) 2024. The event time was reported to be at 3:55 pm. On 20 april 2024 at 3:50 pm, the pump module alarmed for ¿flo stop open¿ for (5 seconds). At 3:50 pm, the unit was selected, and the pump module was programmed for a primary infusion of an unknown drug (suspected to be propofol) with a rate of 8.68ml/hr and a vtbi of 80ml. The infusion was started. At 3:52 pm, the pump module alarmed for ¿occluded patient side¿. The infusion was restarted. At 4:32 pm, the pump module was paused, and the pump module was channeled off. No further infusions were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set observed no leaks. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Per the alaris system user manual (v12.1), regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Bd recommends that all pre-inspections of the instrument be performed before device use. A qualified technician or biomedical engineer must perform inspections at least once a year or as required in accordance with bd guidelines. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a2305, c0601, c07, d15, and g04037, g0405203 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the large volume pump module was programmed to infuse propofol at the rate of 1mg/kg/hour on (B)(6) 2024 at 15:55 on an intubated patient. The 1000mg/100ml propofol infusion was intended to be infused at a rate of 8.68ml/hr with a volume to be infused of 74.1ml. Approximately 60 minutes later, the customer noticed the whole bottle of propofol had infused. Pump module had broken spring loaded button in the platen assembly. There was patient involvement but no harm. Per the customer's internal investigation: the platen assembly has a broken spring-loaded button pm procedure passed using the pump (even with the broken platen assembly) : calibration rate averages 12.14g (within range of 12.00g) and patient-side pressure also within range (9.43 psi). Testing using the tubing involved in the incident resulted in under-infusions: pm procedure averaged 11.38g (out of range of 12.00g +\-0.36g) and recreating the circumstances of the incident (8.6ml/hr, vtbi 80ml, duration 1hr) resulted in 7.68g infused. These tests were performed using distilled water. Pump also shows evidence of being dropped, which was not present during last preventative maintenance (earlier this year). A report was received from health canada's canada vigilance program which states, "coworker primed a bottle of propofol. I hung the bottle 1mg/kg/hour which equaled 8.6 mls/hour. Approx. 60 mins later went in the room to hang another med and noticed the whole bottle of propofol had infused. I stopped the pump called a coworker. We both looked at the setting to confirm correct setting. The pump was set at continuous infusion for propofol." After an onsite visit, it was reported that when discussing the platen assembly button on the reported device, the biomed stated that they have seen an uptick of buttons missing on platens with approximately 10 platen failures this year, with missing/damaged buttons. Also another biomed stating that they had seen 1-3 platen issues in the past 3 years but doesn't recall them being missing buttons.